Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(6) 2023. The original surgery is dated on (B)(6) 2020. The reason for revision is reported dislocation. During the surgery, original femoral head was revised with a new non-omni implant.